Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/23/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test. Failed voltage test (0vdc). The reported event of loss of connection could not be confirmed. The root cause was determined to be a defective transmitter.